Event description:
It was reported that the patient¿s device was overdischarged and a physician mode recharge (pmr) did not successfully reset the device. The patient had not recharged the device for 22 days. Three pmrs were tried and the device did not respond. The patient was unable to recharge the device. The recharger seemed to work properly. The patient had a return of symptoms, less than fifty percent therapy relief, and pain in the legs. An explant and replacement was planned for (B)(6) 2013. About two weeks later it was reported that the patient was replaced. The patient was now receiving effective therapy and the recharging was done with efficiency.

Event description:
Additional information received reported that the patient had been ¿alive with injury¿ prior to the replacement as the patient had experienced pain and return of symptoms due to the inability to recharge the implantable neurostimulator (ins). The reporter stated that following the ins replacement, the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).